Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was not alarming threshold suspend after they had low blood glucose levels. Customer stated she had not treated for low blood glucose levels prior to the call. Advised customer to always treat when they are having high or low blood glucose levels per back up plan. During troubleshooting, it was discovered that customer's threshold setting was lower than customer assumed. Customer's blood glucose level was 56 mg/dl at time of reporting. Nothing further reported.